Event description:
As reported by the field clinical specialist, approximately 2 years and 23 days post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, the patient underwent a bav due to a mean gradient 24 at year 2. A 23 true balloon opened it too much and caused moderate regurgitation including cardiac tamponade, which has resulted in an emergency pericardial thoracentesis. Then the patient came back approximately 2 years and 6 months post tavr and underwent a viv with a 23mm sapien 3 ultra resilia valve to treat the regurgitation. Upon follow up, the fcs advised that the patient was symptomatic prior to the intervention, presenting with dyspnea. Following the valve'in'valve (viv) procedure, the patient remained in stable condition. Relevant co'morbidities were not known. A previously rumored cardiac tamponade had occurred during an earlier procedure involving a true balloon, but this event was contained, did not require surgery, and was unrelated to the viv procedure. There were no concerns or allegations of device malfunction associated with the edwards devices used during the current intervention.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings, sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and h11 has been added. The event(s) reported is/are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode(s) is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for central regurgitation and increased gradients were confirmed based on the information available to date. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of the IFU and training manuals revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported 'approximately 2 years and 23 days post transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 ultra resilia valve, the patient underwent a bav due to a mean gradient 24 at year 2'. Elevated gradient may indicate obstructed flow across the valve. An increase in gradients may result from patient factors such as hypertrophic cardiomyopathy (hcm) or sub-valvular stenosis. Additionally, an increase in gradients can indicate that a leaflet is not functioning optimally due to thrombosis. Due to limited information provided, a definitive root cause is unable to be determined at this time. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration, including calcification, non-calcific degeneration, leaflet thickening or fibrosis, or a combination of these. Regurgitation may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Pannus, a cause of nonstructural dysfunction, may interfere with functionality of the device by restricting the leaflet motion leading to abnormal coaptation. As reported 'a 23 true balloon opened it too much and caused moderate regurgitation including cardiac tamponade, which has resulted in an emergency pericardial thoracentesis'. In this case, a non-ew balloon (23mm true balloon) was used for the post-dilation, and the central regurgitation was observed after post-dilation. It was likely the over expanded the implanted valve, leading to the central regurgitation. In addition, it is recommended to use the same delivery system to perform the post-dilation. As such, available information suggests that procedure factors (post-dilation with non-ew device) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.